Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a variable angel (va) plating procedure on (B)(6) 2019, the drill guide for the 2.7 variable angle locking screws would not properly seat in one of the locking holes. The surgeon decided not to use the hole because he was worried that the screw would not lock. There was no surgical delay reported. Procedure was successfully completed by using other walking holes in the plate. Patient outcome was good. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown plate. This is report 2 of 2 for (B)(4).